Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to low blood glucose levels. The customer's blood glucose reading was unknown at the time of admission, but was 132 mg/dl after the customer was treated in the hospital. The customer came in unresponsive, which was thought to be due to the customer not eating breakfast. No further details were provided.